Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was unable to turn up stimulation due to impedances, and as a result the patient does not have effective therapy. Troubleshooting for x-rays and reprogramming took place but were unsuccessful. Surgical intervention may take place at a future date to address the issue.